Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9: returned to mfg: yes, date returned: 5/15/23, h10, remove: investigation conclusion code: 67, remove type of investigation: 4114, remove investigation finding: 3221. Add investigation conclusion code: 11, add type of investigation: 4118, add investigation finding: 3233. D9: returned to mfg: yes, date returned: 5/15/23, h10, remove: investigation conclusion code: 67, remove type of investigation: 4114, remove investigation finding: 3221. Add investigation conclusion code: 11, add type of investigation: 4118, add investigation finding: 3233.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an un specified amount of units of insulin during the load sequence. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose level was 372 mg/dl.